Event description:
The faciltiy reported an infusion pump with depleted battery/failure code 570.320. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention has been reported. No add'l facility contact was available.